Manufacturer narrative:
The device with product ID 97745 lot# serial# (B)(6), was received for product analysis. Analysis found the damaged front case, screw holes stripped causing case separation and lithium-ion battery contacts broken/damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient brand name intellis; product ID 97745bp (serial: (B)(6)); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient(pt) regarding an external device. The reason for call was caller reported that they were able to charge the implanted neurostimulator last night or the night before but now when they went to charge their controller, the controller will not charge. Walked caller through removing the battery pack and plugging controller into the ac power cord; caller confirmed controller powers on. When asked, pt noted one of the pins in the controller battery compartment may be slightly bent. Pt also noted there is a "tiny bit of color" on the battery pack contact points. Pt re inserted the battery pack but there was no green flashing or solid light on the controller. Pt tried again and by the end of the call, the controller was blank and unresponsive when controller and battery pack were plugged into ac power supply. Controller will not power on or charge. The issue was not resolved. An email was sent to the repair department to replace the controller and battery pack. Patient called back on (B)(6) 2024 and replacement controller didn't charge. Implant was fully charged. During the call patient checked the ac power and ac power had bumps.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: product ID 97745bp lot# serial# (B)(6) was returned for product analysis. Analysis found the battery was out of elec. Specification. The device was scrapped due to failed cycle count should be <(><<)>150 reads 200 and it failed full charge capacity should be >1350mah reads 1319mah. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.